Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) and reported finding burn damage on the actuator board of a 2008k hemodialysis (hd) machine. In addition, it was reported that an act byp valve fail 1 alarm had occurred. The biomed had contacted ts to find out what machine part the ic26 chip controlled. Per the biomed, both ic26 and d19 of the actuator board appeared burnt. The ts representative informed the biomed that the ic26 chip is the driver for the bicarb pump. Upon follow-up with the biomed, it was reported that a burning smell was also noted. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed did not know if the machine had any previous history of failing the electrical leakage test. Additionally, the biomed did not know how many hours were on the machine. To resolve the reported issue, the biomed replaced the actuator board and the bicarb pump. There was no patient involvement associated with the reported event. The biomed did not have any photo evidence of the damaged components, and the samples were not available to be returned for evaluation.